Manufacturer narrative:
Product was discarded and will not be returned for evaluation. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem (B)(4) and evaluation conclusion: design deficiency (B)(4).

Event description:
Patient no longer has the abutment, shattered in mouth, no injury.